Event description:
It was reported that a patient presented with competitive atrial pacing and p-wave amplitude variation resulting in inappropriate mode switch. No changes or intervention was performed. The patient condition was not known.